Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator procedure. After the procedure the device was interrogated for a pre-discharge evaluation. Upon review, it was discovered that the right atrial lead exhibited over-sensing, high capture thresholds, and high impedance. The lead was re positioned on (B)(6) 2020. The patient stayed on observation and was then discharged same day due to no incident.